Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor sent their customer's device to physio-control for service. Upon evaluation, physio-control observed that the customer's device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue underneath resistor, designator r35, on the digital pcb assembly. This caused field effect transistor, designator q5, on the digital pcb assembly to have excessive off voltage, which resulted in the device not being able to power on.

Event description:
The distributor sent their customer's device to physio-control for service. Upon evaluation, physio-control observed that the customer's device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to power on. There was no patient use associated with the reported event.